Event description:
It was reported that the patient had a pulse generator replaced about one month ago. The incision was not healing well and started to open. Today, the system is being explanted due to a hematoma. There were no additional adverse patient effects.